Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and diabetic ketoacidosis and was hospitalized. Customer was treated with insulin pump. Blood glucose value at the time of event was 491 mg/dl. Customer also had pump error and bent sensor. The minimed 670g/770g/780g system with the auto mode/smartguard feature was active at time of high bg event. Customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed; however, the product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black the customer was hospitalized for alleged high blood glucose/diabetes ketoacidosis, possible under delivery anomaly and hardware low level failure on (B)(6) 2022. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly noted. Hardware low level failure (variable 3) on (B)(6) 2022. At 09:40:04.000 alarmed during self test and was listed after the event date on (B)(6) 2022. At 19:53:30.000 and at 19:56:06.000 due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to hardware low level failure. History download was successful and carelink upload was successful. There was no hardware low level failure noted on the event date in the pump history file. However, hardware low level failure was noted on (B)(6) 2022. At 19:53:30.000 and at 19:56:06.000 in the pump history file and during self test on (B)(6) 2022. At 09:40:04.000. (B)(6) 2022. 19:53:30.000 alarmalertnotification faultnumber = hardware error alarm (63) variableinfo = 03 (B)(6) 2022. 19:56:06.000 alarmalertnotification faultnumber = hardware error alarm (63) variableinfo = 03 (B)(6) 2022. 09:40:04.000 alarmalertnotification faultnumber = hardware error alarm (63) variableinfo = 03 please see below for the boluses listed on the event date. (B)(6) 2022. 00:26:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.9 bolusamountdelivered = 7.9 (B)(6) 2022. 02:17:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.3 bolusamountdelivered = 9.3 (B)(6) 2022. 02:31:58.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7 (B)(6) 2022. 04:10:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 17.2 bolusamountdelivered = 17.2 there was no auto suspend alarm noted on the event date. There was a user suspended on (B)(6) 2022. At 07:11:47.000 in the pump history file. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump passed all tests except the self test. Unable to confirm alleged high blood glucose/diabetes ketoacidosis. Possible under delivery anomaly not confirmed. Hardware low level failure confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.